Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystectomy. Event description: no clips come in 2 clip applier. Additional information received from applied medical representative via email on 20jan26: tested by the surgeon before use on the patient because of a recurring problem with this batch only. It occurred again. It occurred many times with this batch. The clip was loaded and visible between the jaws of the device, and it was properly seated. Intervention: took another ca500. Patient status: patient is well.